Event description:
It was reported by customer during routine checking that cardiosave intra-aortic balloon pump (iabp) bcp screen does not turn on. No patient involvement.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, g3, g6, h2,h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse stated that the unit had not been connected to the power supply and had likely been draining the battery. There was no functional anomaly detected. All functional and safety checks were performed to meet factory specifications.

Event description:
N/a